Event description:
Event determined to be reportable based on analysis approved 05/18/2007: it was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the catheter was unable to cross the lesion. The 85% stenosed and moderately calcified lesion was located in the moderately tortuous 2.5mm diameter left anterior descending (lad) artery. Access was obtained via an unspecified femoral artery. The taxus liberte 24mm x 2.5mm stent delivery system (sds) was advanced to the lesion; however, resistance was encountered, and the catheter was unable to cross the lesion. A maverick2 2.0mm x 15mm balloon catheter was advanced for pre-dilatation; however, this was unsuccessful. Another manufacturer's 2.5mm x 18mm stent was implanted along with 3 other unspecified stents to complete the procedure. No patient injuries or complications were reported; however, it was noted that the procedure took one hour longer than normal to complete. The patient's status is reported as well. Returned device analysis revealed stent damage.

Manufacturer narrative:
The delivery device with the stent on the balloon was received for evaluation. Visual examination of the device revealed stent damage to the proximal end. The proximal stent struts were bent. No defects were observed on the balloon. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. A review of the device history record (DHR) for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause was unable to be determined.